Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported an infection was present at the ipg site. Patient was prescribed oral antibiotics. Surgical intervention was also undertaken on (B)(6) 2022 where the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.